Event description:
It was reported that: the bullet on end of the suture broke away during the procedure. A new suture was used. The patient fully recovered.

Manufacturer narrative:
(B)(4). Device history record of batch numbers 74a1600982, 74c1901113 & 74h1902903 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot's in question that can be associated to the complaint reported. DHR's shows that the product was assembled & inspected according to our specifications. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Manufacturer narrative:
(B)(4). A visual or functional inspection cannot be conducted since the sample involved in the complaint nor pictures were sent for analysis. The device history review could not be conducted since the lot number was not provided. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. The customer complaint cannot be confirmed since the product sample involved in the complaint notification was not provided to perform a proper investigation. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the bullet on end of the suture broke away during the procedure. A new suture was used. The patient fully recovered.